Event description:
Following insertion of the sheath into the left atrium, the sheath tubing separated from the sheath body. The sheath was removed and replaced to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Visual inspection revealed the sideport tubing was no longer attached to the hemostasis body. In addition, the sheath had been kinked 12.62¿ and 20.54¿ proximal to its distal tip. Further analysis revealed there was no adhesive ring around the sideport tubing at the location where the hemostasis body met the tubing, indicating that there was insufficient solvent applied during the stopcock attachment operation. Awareness training will be performed as a corrective action to prevent similar events.